Event description:
It was reported that during a gastrostomy tube placement procedure, the tip of the amplatz super stiff guide wire "peeled off" while outside of the patient's body. The physician used another amplatz super stiff guide wire to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "fine." Additional information has been requested regarding this event.

Manufacturer narrative:
.